Manufacturer narrative:
Investigation: manufacturing records of returned implants were reviewed. Any compliance with the required specifications has been detected. Implants show no particular damage. X-ray shows a pass lp system on 4 levels, l2-s1, using angulated, realignment and standard connectors. The lower extremity of the rod doesn't exceed the connector, so such a configuration could engender a loosening of the implants. There was no information on the grafting technique used. There was no visible sign of fusion. The absence of fusion, 18 months post-op, causes a high risk of failure of the osteosynthesis system, which is inserted to support the spinal column during the consolidation phase, estimated to be 6 - 9 months. No information is available about the observations made during revision regarding the presence of bone fusion. The 510k - k080099: b02176010 - lot 10f0091 pre-bent rod, b02236001 - lot 10g0321 standard connector, b02236010 - lot 10i0453 and 10i0454 realignment connector, b02266048 - lot 11a0366 crosslink, b02216545 - lot 10l0314 polyaxial pedicle screw, b02216540 - lot 11a0006 and 11a0049 polyaxial pedicle screw. The 510k - k083308: b02236030 - lot 10j0393 angulated connector.

Event description:
The pt was operated on (B)(6) 2011, with pass lp system on 4 levels ls-s1. He has been revised 18 months later due to post-op pain. During revision, the surgeon noticed that the nuts seemed to be easily unscrewed, which could explain the movements of the rod and caused pain.